Event description:
A patient, who was enrolled in a study, underwent a da vinci-assisted nipple sparing mastectomy procedure and approximately three months post-operatively, a right-side capsular contracture was identified. The event is ongoing and is being treated with physical therapy. There was no report of a da vinci device malfunction. The study investigator reported that there were no da vinci device malfunctions and the event was not related to a da vinci device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the site's system logs revealed that no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.